Manufacturer narrative:
(B)(4). Concomitant medical products unknown vanguard oss femoral, unknown vanguard oss tibial tray, unknown vanguard oss patella. Geoffrey s. Van thiel, keith r. Berend, gregg r. Klein, alexander c. Gordon, adolph v. Lombardi, craig j. Della valle ¿intraoperative molds to create an articulating spacer for the infected knee arthroplasty¿ clin orthop relat res (2011) 469:994¿1001. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07524, 0001825034-2017-07527, 0001825034-2017-07528, 0001825034-2017-07529, 0001825034-2017-07532, 0001825034-2017-07533, 0001825034-2017-07534, 0001825034-2017-07535, 0001825034-2017-07536, 0001825034-2017-07537, 0001825034-2017-07538.

Event description:
Notification date: sep 7, 2017**study reported four of the infected patients experienced infections that were different from their initial infections.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.